Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was able to review the lot histories of the subject products and they were found to be acceptable per release criteria.

Event description:
Dr reported that two implant failed to integrate. Pt is reportedly fine.